Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be streaming out of the balloon. Microscopic inspection revealed a small circumferential tear 15.4 cm from the tip of the device and 2mm in length. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00234, 2134265-2016-00235. It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel of the lower limb. A 4.0mmx220mmx150cm coyote balloon catheter was advanced for dilatation. However, on the 1st inflation at 6 atmospheres, the balloon ruptured. A 4.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced to the lesion but also ruptured at 6 atmospheres. Another 4.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced but did not enter smoothly when setting the guidewire. The balloon started to inflate when the guide wire lumen was re-flushed with a syringe. It was suspected that the shaft may have perforated when the guide wire was introduced. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00234, 2134265-2016-00235. It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel of the lower limb. A 4.0mmx220mmx150cm coyote balloon catheter was advanced for dilatation. However, on the 1st inflation at 6 atmospheres, the balloon ruptured. A 4.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced to the lesion but also ruptured at 6 atmospheres. Another 4.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced but did not enter smoothly when setting the guidewire. The balloon started to inflate when the guide wire lumen was re-flushed with a syringe. It was suspected that the shaft may have perforated when the guide wire was introduced. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.